Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿ at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
The customer reported to vyaire medical that the vela ventilator touch screen was not working and that there was delamination in the bottom right hand corner. Furthermore, there was no patient associated with the reported event.